Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4). Device received by resmed service center and forwarded to design house for investigation

Event description:
It was reported to resmed that an astral device was found by the caregiver to be powered off while plugged in to ac main power source and in use on the patient. Medical examiner stated it was determined that the patient had an anoxic brain injury and was pronounced dead. Medical examiner stated the provider's biomedical engineering department reviewed the device logs and reported total power failure alarms on the day of the event. Resmed has not examined the device.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed the device was powered with internal battery during ventilation at the time of the reported event, raised battery warning alarms prior to total power failure and discharged its internal battery in less than one hour of ventilation. Performance testing could not reproduce device discharge of its internal battery in less than one hour of ventilation. The investigation determined the device was operating as specified. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was found by the caregiver to be powered off while plugged in to ac main power source and in use on the patient. Medical examiner stated it was determined that the patient had an anoxic brain injury and was pronounced dead. Medical examiner stated the provider's biomedical engineering department reviewed the device logs and reported total power failure alarms on the day of the event. Resmed has not examined the device.